Event description:
The customer reported a ventilator gave a 1104 error code indicating a check vent: backup alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The remote service engineer (rse) advised the customer that they may have a faulty motor controller (mc), central processing unit (cpu), and a power management (pm) printed circuit board assembly (pcba) and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may have a faulty motor controller (mc), central processing unit (cpu), and a power management (pm) printed circuit board assembly (pcba) and provided the part identification number. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/20/2022, 08/30/2022 and 10/03/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the cpu pcba board into a pil ventilator to duplicate the reported issue. The cpu pcba board was tested, and neither the occurrence nor the error code 1104 (check vent: backup alarm failure) could be duplicated during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passes all engineering testing and all voltages required for the proper operation of the system are well within spec. The customer complaint has resulted in no problem found.